Event description:
It was reported that during an attempted transcatheter aortic valve implantation, the valve appeared infolded when deployed to approximately 80%. The valve was recaptured and redeployed in the ascending aorta due to suspected valve infolding, and the infolding was confirmed.  The valve was recaptured and removed from the patient. A new system was prepared and implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.